Event description:
Information received by medtronic indicated that the customer reported high blood glucose level. Customer's blood glucose level was 281 mg/dl at the time of incident. Customer's current blood glucose level was 190 mg/dl. Customer reported symptoms such as thirst, chest pain. Customer declined troubleshooting. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Customer complained on (B)(6) ,2022 the pump is under delivering and experiencing high bgs. Unit passed active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed the displacement accuracy test at 0.0872 inches. No under delivery anomalies noted during testing. Unit successfully downloaded to thump and generated carelink reports. Confirmed 34.8 units of normal bolus was delivered on (B)(6)2,022 between 00:28:47.000 and 23:05:47.000. The electronic assemblies and motor assemblies were inspected and found a broken component on pcba 1 and moisture damage on the force sensor. The p-cap/reservoir does lock properly. The following were noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, and pillowing keypad overlay. Insulin pump passed functional testing and no under delivery anomalies noted during testing. Unable to verify high bg's. Moisture damage confirmed found on the force sensor. Cracked component confirmed found on pcba 1, c-16 capacitor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.